Manufacturer narrative:
The root cause of the patient¿s post-operative complication and subsequent death are unknown. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of date of this report. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient experienced post-operative bleeding and subsequently expired. However, at this time, the root causes of the patient¿s post-operative complication and subsequent death are unknown.

Event description:
It was reported that after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient seemed to be doing fine initially. The surgeon left the room and then came back at an unspecified time later. The patient was reportedly bleeding from an unspecified source and subsequently expired. The root causes of the post-operative bleeding and the patient's death are unknown at this time. On 02/26/2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during the surgical procedure which was described as being "straightforward" and "unremarkable." There were no reports of a malfunction of the da vinci system, an instrument, or an accessory. There were no reports of any intra-operative complications other than "a little bleeding" which the surgeon was able to "readily control." According to the csr, the surgeon was satisfied with hemostasis during the surgical procedure. After the surgical procedure was completed robotically, the patient was found to be experiencing internal bleeding that same day. The patient was administered multiple blood transfusions but expired later that evening. The csr spoke to the surgeon about the event. There was no allegation that the da vinci surgical system caused the patient's post-operative complication or subsequent death.